Manufacturer narrative:
Continued: 3ml and 5ml syringes. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that the nurse programmed the syringe module to infuse fentanyl 0.08 ml/hr using a 5 ml syringe however the rate automatically changed to 0.8 ml/hr resulting in an over infusion. At 1821 the fentanyl syringe was changed and the rate was noted to be 0.8ml/ hr. At 1905 it was noticed that 0.4mlhad infused. The patient was on hfov (high frequency oscillatory ventilator) prior to the event however was experiencing chest wall rigidity resulting in a pulse oxygen desaturation below 90% that required manual ventilation and increased oxygen to 100% from 50% at 2132. At 2300 the map (mean arterial pressure) increased to 20 from 19 mmhg. The patient was later on a bcpap (bubble continuous positive airway pressure) mode of treatment. It was reported that the user changed to a 3 ml syringe and entered the rate at 0.08 ml/hr and it programmed the rate correctly. The facility tested 3 other syringe modules using a 5 ml syringe which resulted in the same error. The infusion was in basic infusion when using the 5ml syringes.

Manufacturer narrative:
The customer¿s report of an overinfusion of fentanyl was not confirmed as the customer did not provide device logs to verify the reported event. However, the reported issue was confirmed using the customer¿s dataset. A video provided by the customer indicates the medication selected was fentanyl 10mcg/1ml. The programming reported was replicated on a test lab device. A 5 ml syringe was selected and 0.08 entered for the rate. The pcu does not accept the leading 0 as a valid entry and treats it as an illegal key press. The 0 after the decimal point is also an invalid entry and is treated as an illegal key press. The number 8 is accepted. Since the 0 after the decimal point is invalid a double beep occurs to inform the user of the invalid key press and the rate is displayed as 0.8ml/hr. If programmed as above in guardrails the user receives a guardrails warning ¿dose exceeds guardrails limit of 4mcg/kg/hr. Proceed?¿ the available selections are either yes or no. If programmed in basic infusion the same double beep occurs to inform the user of the invalid key presses and the rate is displayed as 0.8ml/hr as above. If the user presses start without correcting the rate the infusion starts as there are no limits in basic infusion. The device directions for use indicate that when using a 5 ml syringe rates can only be programmed to 1 decimal point. A 1 ml or 3 ml syringe must be used to program to 2 decimal points. The root cause of the reported overinfusion was determined to be user programming.